Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not returned/not received.

Event description:
It was reported through a clinical research article, "revision due to infection."